Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called ambulance due to low blood glucose level. Customer had blood glucose level of 40 mg/dl. Customer was treated with food and glucose tablet. Customer's blood glucose level raise to 60 mg/dl and then raise up to 180 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that insulin pump received insulin flow block alarms on (B)(6) 2020 and there were no alarms on (B)(6) 2020.